Event description:
The distributor for the product nottfield kimberty-clark that a dr had experienced blood strike through in the abdominal area from a surgical pt with hepalitis c. The dr's skin was intaci and no medical treatment was required. Kimberly-clark corporation has no first hard knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.